Event description:
It was reported that allegedly one of the patient's magec rod is not lengthening. A x-ray image revealed the pin to be damaged. In the near future the physician plans to final fuse the patient.